Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported cardiogenic shock cannot be determined. A conclusive cause for the reported patient effect of cardiogenic shock and the relationship to the device, if any, cannot be determined. Moreover, the reported death was due to cardiogenic shock as indicated within the case details. The reported patient effects of death and cardiogenic shock as listed in the mitraclip system instructions for use are a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was severely compromised, with ef=20% and hemodynamically unstable. An intra-aortic balloon pump (iabp) was placed in order to offer support to the patient. Two clips were successfully implanted and the final mr was 1+. There were no complications during the procedure. One day post procedure, the patient died after a cardiogenic shock. The physicians believe that the event is not clip related. No additional information was provided.